Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 175 mg/dl. The customer stated that the button error alarm did not occur right after the insulin pump was exposed to mositure. The customer was advised that the insulin pump need to be replaced. The customer was advsied to revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.